Manufacturer narrative:
Corrected data: f10

Event description:
It was reported that the patient had a latera implant procedure on (B)(6) 2020. The patient reported that nearly 2 years later the implant did not dissolve and could still feel the implant through her skin. An additional procedure was performed on (B)(6) 2022 to remove the implant.

Manufacturer narrative:
Device not available.

Event description:
It was reported that the patient had a latera implant procedure on (B)(6) 2020. The patient reported that nearly 2 years later the implant did not dissolve and could still feel the implant through her skin. An additional procedure was performed on (B)(6) 2022 to remove the implant.